Event description:
A customer reported to baxter (B)(4) of an administration set that had a spike separated from the tubing when the nurse tried to connect it to an unknown bag before usage. There was no patient involvement or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is available for an evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510k number.

Manufacturer narrative:
(B)(4). Additional information: the customer returned the actual sample for evaluation. The reported separation of the tubing from the spike could not be confirmed. However, the actual problem is that the spike tip was broken off. The sample was confirmed for a broken spike. During visual inspection, it could be seen that the broken piece was inserted in the viaflo bag port. However, an assignable root cause could not be determined. A batch review was performed on the reported lot with no deviations found.